Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, after the doctor inserted the schanz screw, the clamps were fixed to the screw. However, the schanz screw could not be fixed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for a quantity of five schanz screw. A 510(k)#: the 510k# for this part is not available as this device is obsolete. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
An additional evaluation was conducted. The report indicates that the screw was measured and found to be manufactured not according to the print specifications. The manufacturing failure occurred trough out the turning process. If the cutting tool gets worn out after a certain time the cutting pressure does increase and my lead to such failures, where the material was not enough cutted away. Device was used for treatment, not diagnosis.